Event description:
It was reported the customer received a failed battery test alarm and a battery out limit alarm. Customer's mother also reported her daughter had no delivery alarms and was currently using the insulin pen. It was also found the customer was experiencing high blood glucose. Customer's blood glucose was 600 mg/dl. Customer had treated their high with the insulin pump. The mother stated her daughter would experience headaches due to their high blood glucose. Troubleshooting found the customer's settings were correct on their insulin pump. Customer's mother was also advised the customer's high blood glucose may be caused by their insulin pump's settings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.